Event description:
The pacemaker involved in this MDR was interrogated on (B)(6) 2010, with an orchestra+ programmer (software version 2.22 c1). Reportedly, all the programming head green leds were on (telemetry indicator), and the f/u was started without any problem (parameters and statistics were adequately displayed, the smartcheck function operated properly, including printouts). Then, upon holter memories reading, the message "reposition the head" was displayed, whereas the telemetry indicator was still showing green leds on. The user was not able to renew the contact between the programming head and the pacemaker (despite several attempts). The system appeared to be frozen. The user had to switch off the programmer to restore normal operation.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.